Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer cleared the alarm to address both issues and successfully resumed insulin therapy. There was no adverse effect to the customer's blood glucose level.